Manufacturer narrative:
The initial failure description was the following: "on a patients they tried to increase rpm but wheel was getting." According to the summary report (B)(4) (dated on (B)(6) 2020) the technician replaced front panel assembly. After replacement the unit passed all tests and was cleared for clinical use. A similar case was already investigated at the lifecycle engineering. The result of the investigation (lce#: (B)(4) was the following: the error was reproducible. It was possible to determine the cause of the error. The rubber ring was brittle or worn and the surface condition did not have the necessary frictional adhesion to rotate the disc or potentiometer shaft. Thus the reported failure could be confirmed and the most probable root cause is wear. The device was used during treatment so a relationship between the device and the complaint is given. The occurence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Event description:
The following information was provided (no further information provided up to now): on a patients they tried to increase rpm but wheel was getting cranked up by hand and nothing happened to patient. (B)(4).